Manufacturer narrative:
Device evaluation: one pump returned for investigation. Visual inspection performed and showed chipped top case corners, cracked bottom case and right plunger case. Missing lcd spacers. The event history log showed motor not running. Customer reported event was duplicated found mnr at start of occlusion test. The main board was sitting on top of the extrusion. Incorrect assembly by customer, the main board was not correctly placed in the extrusion slot. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device "motor not running". No patient injury/involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.